Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps (mbf) instrument was analyzed and found to have damaged conductor wire insulation at the distal end. The instrument was placed and driven on an in-house system and the instrument passed the recognition and engagement tests and moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed electrical continuity and energy delivery tests. There was no thermal damage, and no missing material but the wires were exposed. Further investigation found charring and localized melting at the grip base between the grips. The instrument passed the electrical continuity test. The complaint of the insulation cable was damaged was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during central processing, the conductor wire insulation of the maryland bipolar forceps (mbf) instrument was scratched. There was no report of patient involvement. The customer confirmed that when the instrument was used in the last procedure, no issue with the mbf instrument was noticed, and the procedure was completed without any problem. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the conductor wire insulation had a scratch on the surface. The customer stated that the internal conductor wire was not exposed. There was no loss of cautery or sign of thermal damage. There was no arcing observed.